Event description:
The biomedical engineer (bme) reported that the touchscreen and mouse on the g9 monitor were not working. They also reported that the device gave a "comm loss" error message. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the touchscreen and mouse on the g9 monitor were not working. They also reported that the device gave a "comm loss" error message. No patient harm was reported. Investigation summary: the g9 monitor will not be returned to nihon kohden (nk) for evaluation. As such, the complaint could not be confirmed, and a root cause could not be determined. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 01/28/2026 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided.

Event description:
The biomedical engineer (bme) reported that the touchscreen and mouse on the g9 monitor were not working. They also reported that the device gave a "comm loss" error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the touchscreen and mouse on the g9 monitor were not working. They also reported that the device gave a "comm loss" error message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.